Manufacturer narrative:
Date sent to the FDA: 06/18/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted the right lower quadrant was identified with multiple loops of large and small bowel entering and leaving it. These were densely adherent in depths of the sac as well as to the previously placed mesh. A scalpel was used to scrape the mesh from the surrounding tissues. In several areas, the bowel was strongly adherent to and growing into the mesh, which produced several unavoidable and inherent enterotomies of the small intestine and one of the large intestines in order to adequately excise the mesh. It was reported that the patient experienced severe pain, inflammation and bowel adhesions. No additional information was provided.